Event description:
It was reported that revision surgery was performed due to wear. Smith & nephew reflection liners are designed for use only with smith & nephew femoral heads. It has been confirmed that the femoral head implanted with the liner was not a smith & nephew femoral head. As such, this device was implanted in an off-label application.